Manufacturer narrative:
Additional information received on 22-aug-08: the patient reported that she did not take any concomitant medications. She received her first treatment of poly-l-lactic acid two years ago in (B)(6) 2006. Her second treatment was 6 months later, and her third treatment was one year later. Approximately 15 months ago, she developed small lumps on her face. Two weeks ago, she noticed that the lumps were getting swollen and bigger on her jawbone, but they were not painful. She has not yet seen her physician, hence, she has not received treatment. Additional information received on 04-sep-08: the patient reported that when she came back from holiday in mid august, she started to take glucosamine and chondroitin, and it was shortly after that, that she noticed the lumps. Additional information received on 08-sep-08: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.

Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a consumer via a company representative and forwarded by our local affiliate (B)(4). This case involves a female patient (age nos) who received poly-l-lactic acid (sculptra) on an unknown date. Relevant medical history and concomitant medication information were not mentioned. On an unknown date, the patient developed small lumps on her chin. Corrective treatment, if any, was not reported. Event outcome is unknown. (B)(4). Reporter's causality assessment: not provided.